Event description:
The 1st catheter md inserted catheter into the patient and the balloon would not inflate. The 2nd catheter md inflated balloon prior to insertion and inflated fine. Md inserted catheter into the patient and was not able to inflate the balloon once inserted. Md pulled catheter out and attempted to inflate the balloon and it would not inflate. The manufacturer is contacting their quality control department to investigate and have requested to send back the inventory and defective product.